Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va00fze. Product type: lead: product ID 3387s-40, lot# v 989565. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the leads found the distal ends were bent at electrode #0. Continuity was acceptable for all circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the distal tip of both leads were bent. The bends were noticed on x-ray during the implantation. Upon noticing the bent tips the leads were removed and replaced. It was noted there was no patient injury related to the event.